Manufacturer narrative:
Additional information was received from the reporter stating ¿the problem should be separation between white sleeve and light blue main body¿ (initially reported as a crack on the light blue main body of minicap transfer set). The device was received for evaluation with a cap attached to the female connector. There was evidence of staining around the occluder feet. A visual inspection with the naked eye noted broken occluder feet. The report of separation - between main body and twist clamp was duplicated. The reported condition was verified. The cause of the broken occluder feet could not be determined; however, the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the light blue main body of a minicap transfer set. This was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.